Manufacturer narrative:
Device without part of the tip was returned to pioneer surgical technology. This returned portion of the device was inspected and found to be within specifications for hardness. Since the broken part of the tip remains in the patient and was not returned for evaluation no further investigation could be done. The DHR for this device was reviewed and it was found to be manufactured to pioneer surgical technology specifications.

Event description:
During an anterior lumbar spinal fusion surgery the tip of the screw tightener broke off and remains in the patient. This resulted in no negative effect on the patient and surgery was completed successfully.